Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medbank tower pi 55845 was identified as a known issue that was actively being worked on. A technical support specialist identified pi 55845 as a known issue that was being actively worked on. The customer had experienced the problem, but logging out and back in resolved the issue at that time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was not open, and issue caused by pi/bug. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.